Event description:
After surgery, pt's hip dislocated. Upon removal, the shell and liner where completely off the femoral head and dislocated from the acetabulum. It was implanted on december 8,1997 along with co's perform cemented stem and a +3.5mm head. There is no "spring" to the locking ring and therefore it does not engage the liner. Upon removal the shell and liner where completely off the femoral head and dislocated from the acetabulum. The poly-liner was approximately 1/4" proud within the shell as it was retrieved.